Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
Icp monitor shows ?-99? When using the icp express cable. Cable is purchased (B)(6) 2013. Happened at mt department. The information I got so far is that it regards the situation of "x-ray examination in bed, in the ICU".in that situation they use some kind of madras to move the patient and put the x-ray disc underneath the patient. When they remove the disk they create esd, and the codman microsensor, and in this cases the icp express cable, is destroyed/put out of order (show "-99" in the display).

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the microsensor was not returned for evaluation. The icp cable was returned and evaluated. The icp express cable was subjected to electrical continuity test, electrical leakage test, and memory/offset range tests and it passed. The complaint cannot be reproduced. The cable was functioning as intended. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.